Event description:
It was reported to philips that the system's geometry computer failed, preventing geometry movements. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the issue occurred during vascular clinical procedure, but procedure had not started when system failed. System restart did resolve the issue, but the patient was transported to another facility. It was reported that the geometry computer failed. Review of the logfiles confirmed the geo-pc malfunction. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the geometry constantly restarting. Defective part was returned to failure analysis which confirmed the s40- workmanship/ assembly issue¿.fse replaced the geo ipc. Fse re-installed the original pc, new pc syncnex ether cables had no link lights hence fse reloaded software and continued to troubleshoot. Fse re-ordered and replaced another geo pc. After the replacement of geo pc, the system was returned to use in good working order. Philips has investigated this complaint. According to the additional information the issue occurred during vascular clinical procedure, but procedure had not started when system failed. System restart did resolve the issue, but the patient was transported to another facility. It was reported that the geometry computer failed. Review of the logfiles confirmed the geo-pc malfunction. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the geometry constantly restarting. Defective part was returned to failure analysis which confirmed the s40- workmanship/ assembly issue¿.fse replaced the geo ipc. Fse re-installed the original pc, new pc syncnex ether cables had no link lights hence fse reloaded software and continued to troubleshoot. Fse re-ordered and replaced another geo pc. After the replacement of geo pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.